Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon complaint review, it was determined that the manufacturer contact was incorrect; therefore, the manufacturer contact name, email address and phone number have been updated accordingly. The UDI was inadvertently left out in the initial report. Therefore, UDI: (B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed since after multiple attempts have been made requesting the status of the device. A review into the depuy mitek complaints system revealed one similar complaint for this device¿s serial number. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If and when the device in question is returned to a service center for evaluation and repair, this file will be reopened and its contents made to reflect the results of the evaluation. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the (B)(6) affiliate that during a procedure there was excessive pressure and the pump didn't aspirate. The customer replaced several tubing kits but nothing changed. The suction roller pump and the tension rocker arm did not appear damaged. It was not reported if the procedure was interrupted. It was not reported if alternative techniques or devices were used. There was no patient consequence reported.